Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of diabetic ketoacidosis. The pt brought to the hospital when his blood glucose was >400mg/dl. Upon admit, his blood glucose was >400 mg/dl. He was treated with IV fluids and insulin. The insulin pump will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Occlusion, delivery and accuracy tests were performed, the device was found to pass all occlusion, delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.